Manufacturer narrative:
Lot #: 140989. The customer reported event was confirmed via visual inspection. The tip of the device was found to be fractured. Manufacturing history was reviewed and no issues were identified. A root cause of the event is overloading of the device and deviation from surgical technique, specifically not using a recommended tool during the procedure.

Event description:
It was reported that; upon removing a previously implanted screw from a patient's spine due to adjacent level disease, a piece of the multi-angle adjustment tool tip broke off. The instrument was removed, and the broken piece was found immediately and removed from the wound. The surgeon used the multi angle screwdriver to remove the rest of the remaining screws.

Event description:
It was reported that; upon removing a previously implanted screw from a patient's spine due to adjacent level disease, a piece of the multi-angle adjustment tool tip broke off. The instrument was removed, and the broken piece was found immediately and removed from the wound. The surgeon used the multi angle screwdriver to remove the rest of the remaining screws.